Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lightsource emergency lamp showed an error and failed to be white balanced. The event occurred during preparation for use. The facility finished the procedure with a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the lamp failed to light up due to a faulty power unit and faulty igniter. Olympus will continue to monitor field performance for this device.